Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
Patient was treated for a low blood sugar with an IV push bolus and initiation of a d10w infusion. Subsequent blood sugar check was abnormally high. The nurse measured the d10w IV bag and there was 20-30ml unaccounted for. See details: patient had a blood sugar of 1.2 mmol/l at 2333. On august 21 at 0020, the patient received a bolus of 4 ml of d10w that was given via IV push. After the 4ml bolus, a d10w infusion was initiated on the pump at 4.5ml/hr using a primary IV set #2420-0007 lot # (10)21066171. At 0106, a post bolus chem strip was completed. The result was a blood sugar of 29.7mmol/l. A serum sample was sent to the lab and the result was 30.6 mmol/l. The bedside nurse measured the amount of fluid left in the bag of d10w and subtracted the amount that should have infused into the patient. There was approximately 20-30 mls unaccounted for. Therefore, it would appear the patient received this extra fluid. Infusion was stopped. Pt was hyperglycemic. Patient required frequent blood sampling to ensure the blood sugar was returning to normal. Blood sugar was checked q1h instead of the usual q3h. Patient also received a dose of lasix. The patients blood sugar returned to normal by 0600.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
Patient was treated for a low blood sugar with an IV push bolus and initiation of a d10w infusion. Subsequent blood sugar check was abnormally high. The nurse measured the d10w IV bag and there was 20-30ml unaccounted for. See details: patient had a blood sugar of 1.2 mmol/l at 2333. On august 21 at 0020, the patient received a bolus of 4 ml of d10w that was given via IV push. After the 4ml bolus, a d10w infusion was initiated on the pump at 4.5ml/hr using a primary IV set #2420-0007 lot # (10)21066171. At 0106, a post bolus chem strip was completed. The result was a blood sugar of 29.7mmol/l. A serum sample was sent to the lab and the result was 30.6 mmol/l. The bedside nurse measured the amount of fluid left in the bag of d10w and subtracted the amount that should have infused into the patient. There was approximately 20-30 mls unaccounted for. Therefore, it would appear the patient received this extra fluid. Infusion was stopped. Pt was hyperglycemic. Patient required frequent blood sampling to ensure the blood sugar was returning to normal. Blood sugar was checked q1h instead of the usual q3h. Patient also received a dose of lasix. The patients blood sugar returned to normal by 0600.